Manufacturer narrative:
Summary of investigation: there are no previous complains of this code-batch. We manufactured and distributed in the market 11,952 units of this code-batch. There are no units in our stock. We have received two open and used samples (contaminated) without packaging. The two needles are detached from the threads, and the threads had already been used, as they were visibly stained with blood. However, without any closed sample we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the root cause cannot be determined as no closed samples have been received and the samples received are contaminated and a further analysis cannot be performed. Final conclusion: in spite of receiving two defective samples, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the needle comes loose from the suture thread during surgery. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.